Manufacturer narrative:
This issue was previously reported under MDR number 1628664-2017-00534 under a different suspect medical device. This follow-up MDR is being submitted to correct the suspect medical device. A review of instrument logs verified the customer issue and showed an abnormal reaction graph for the elevated architect clin chem creatinine result. Abbott support at the customer site inspected the alinity c processing module cuvette washer assembly and no issues were noted. It was determined that the cause of the customer concern was an isolated temporary single drop from the cuvette washer. A review of the service history of this analyzer found no contributing factors and no subsequent reports of erratic / elevated results have been received. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Manufacturing documentation review (or equivalent) of the affected instrument serial number has been reviewed and no contributing factors to the complaint could be identified. A review of complaint tracking and trending metrics was performed and identified no adverse trends or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances, potential non-conformances or deviations were identified. No trends have been identified in regards to the erratic result rate for the alinity c-series processing module. There were no returns available from the customer site. The alinity ci-series operations manual was reviewed and found to provide adequate information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists.

Event description:
The customer reports that one patient sample ((B)(6)) generated an initial alinity creatinine assay result of 3.37 mg/dl on an alinity c processing module. The sample retested at 0.69 mg/dl. No suspect results were reported from the lab. There is no impact to patient management reported.